Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip was malformed a few firings. Besides, it became to be difficult to grasp the trigger. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).